Event description:
It was reported six days post filter placement, the patient presented to the ER with abdominal pain. Allegedly, an angiogram identified that the filter had caudally migrated approximately 5cm, and was tilted approximately 90 degrees. There appeared to be some limbs perforating the vena cava and the apex was embedded in the cava wall. The physician attempted to retrieve the filter; however, due to the positioning of the filter, the physician could not place the recovery cone over the apex. The physician gained access through the femoral in an attempt to re-position the filter. However, repositioning was unsuccessful. The physician aborted the procedure as the patient was reporting significant pain. Two days later, the filter was removed surgically. The patient remains in the hospital and was reported to be doing well.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The investigation of the event is underway.